Manufacturer narrative:
The subject device was received and evaluated. The lot number was 1zk with supplementary information number of ¿15¿.therefore, the device was manufactured in (B)(6) 2021. Device evaluation, the following were noted: the cutting wire was broken at the coated portion. The broken portion of the cutting wire was found scorched. It is unclear whether the cutting wire was missing. The coated potion of the cutting wire was torn. The device history records (dhrs) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. Instruction for use (IFU) : this instruction manual (drawing no. (B)(4), revision no.13) contains the following information. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. The root cause of the reported event cannot be conclusively specified. However, based on the similar complaint investigation results in the past, a likely mechanism causing the detachment of the cutting wire might be the following. 1) the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has been torn due to the effect of contacting a metal area of the endoscope. 2) the exposed cutting wire was being close to the tissue or endoscope. 3) the output was activated in state of ¿2¿ description. 4) during activation, accidental discharge might have occurred at two points in the cutting wire at the same time. 5) the discharge caused the cutting wire to become hot instantly. As a result, the cutting wire was broken and detached. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
As reported, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, "an incision knife broke during electrical incision. Broken part of the device fell into the patient and was removed". There are no more than fifteen (15) minutes delay in the procedure was reported. The device was replaced and the intended procedure was completed using a similar device. No patient injury or harm was reported. No harm was reported. No patient harm, no user injury reported .